Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the medical assistant was following the manufacturer guidelines of engaging the safety device on the needle by sliding the needle on hard surfaces. The contaminated needle bent back and stuck the ma on the left thumb. The needle should have closed safely to prevent a contaminated needle sticks as shown in the guidelines.